Event description:
Extreme pelvic/abdominal pain requiring morphine until eventual hysterectomy. Necrotic fibroid partially expelled vaginally after two months. Abdominal infection requiring hosp stay and IV antibiotics. Hysterectomy due to severe pain. Post-op examination of uterus revealed it had become necrotic.